Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery compartment. This report is made based on results of investigation completed on 06/10/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 06/10/2014 with the following findings: during investigation, the display screen was dim and discolored. The battery compartment was cracked. Unrelated to these issues, the audio bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).